Event description:
Additional information was received from the manufacturer representative on (B)(4) 2017 reporting that the patient¿s health care professional (hcp) believed that the extension had disconnected from the implantable neurostimulator (ins) per an x-ray image. The caller was made aware of this on the day of the call ((B)(6) 2017). Additional information was received from the manufacturer representative on 2017-01-25 reporting that the hcp sent the manufacturer representative a note stating the following: the patient had an x-ray of the older style lead stimulator and there appeared to be a possible discontinuity at the point where the electrode connects to the generator. There was a planned procedure for (B)(6) 2017. It was exploratory with a possible revision of the stimulator electrode or generator. The diagnosis was a dysfunction of the spinal cord stimulator. The manufacturer representative stated that they may meet with the patient prior to evaluate the situation and impedance measurements. Questions were asked regarding patient programmer and ins compatibility.

Event description:
Additional information received from the manufacturing representative indicated that the patient¿s implant was revised on the day of the report. Prior to the revision, impedances were above 10,000 ohms. The healthcare provider tested the lead with the extension disconnected, and it showed above 10,000 ohms. The healthcare provider then replaced the lead and reconnected the old extension, and impedances were tested again. The patient has good therapy in their leg again.

Manufacturer narrative:
Concomitant products: product ID: 389033, lot# j0417845v, implanted: (B)(6) 2005, explanted: (B)(6) 2017, product type: lead. Correction to event description. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
Additional information received from the manufacturing representative indicated that the patient¿s implant was revised on the day of the report. Prior to the revision, impedances were above 10,000 ohms. The healthcare provider tested the lead with the extension disconnected, and it showed above 10,000 ohms. The healthcare provider then replaced the lead and reconnected the old extension, and impedances were tested again. The following impedances were reported: 703 ohms, 710 ohms, 740 ohms, 603, ohms, on electrodes 0-3 respectively. The patient has good therapy in their leg again. The lead was returned to the manufacturer for analysis.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that the patient had a fall and a sudden loss of stimulation after the fall a couple of weeks ago. The manufacturer representative tried to reprogram but it did not help. During the troubleshooting call, the manufacturer representative increased the amplitude and the patient felt stimulation in the implantable neurostimulator (ins) pocket area. Impedance testing was performed. C0 had 13666 ohms, c1 had 11466 ohms, c2 had 9633, and c3 had 10833 ohms. The bipolar testing were lower than the unipolars.

Event description:
Additional information received from the healthcare provider indicated that an x-ray was taken of the patient¿s implant, and it is possible that there is dis-connectivity at the point where the electrode connects to the connector of the implantable neurostimulator battery. They noted that this was submitted for prior authorization to explore the implant and diagnose the point of failure. A new electrode will be implanted.

Manufacturer narrative:
Analysis of the lead (B)(4) pisces quad found c300/stim lead/body/conductor/broken/anchor site unknown. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that the patient has good therapy again in their leg.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.